Event description:
A distributor in (B)(4) reported that a 900mr569 airway temperature probe was faulty and could not test the temperature. The fault was noticed prior to use on a pt.

Manufacturer narrative:
(B)(4). Method: the 900mr569 airway temperature probe was tested per the technical manual. Results: when the probe was tested, the associated humidifier base generated a temperature probe alarm and displayed a fault code. A lot check revealed no other complaints of this nature for this lot number. Conclusion: during testing, the humidifier base displayed a fault code indicating that there was a short circuit in the probe chamber thermistor. The fisher & paykel healthcare humidifier bases feature fault codes and alarms that will alert the user to a faulty probe. The faulty probe was detected before pt use. Our records show three (3) other complaints concerning chamber thermistor short circuits to this date.